Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had been involved in a car accident. The ventricular lead exhibited loss of capture. A lead replacement would be scheduled.